Manufacturer narrative:
The customer did not report the event until (B)(4) 2011 when they were having problems with failed ise calibrations. Qc prior to and after the event was within the established ranges. It is not known if qc was run after the event prior troubleshooting. On (B)(4) 2011, service decontaminated the system and completed a preventive maintenance. The field service engineer (fse) replaced all tubing and the potassium (k), calcium (calc) and chloride (cl) electrodes. The fse verified the instrument performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low sodium (na) results generated by synchron lxi 725 clinical system. The results were reported out of the laboratory. Subsequent testing produced higher results and the customer issued 14 amended reports. The patient treatment was not initiated or withheld based upon the false results reported.